Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. Risk assessment: a risk review performed for the farawave device confirmed that the event of catheter being difficult or unable to flush is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
The wire is getting stuck in the middle. It was reported that a farawave selected to be used in a pulse field ablation procedure. While attempting use the wire it was noted that the wire was getting stuck in the middle. No patient complications were reported. It is unknown if/how the procedure was completed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a farawave selected to be used in a pulse field ablation procedure. While attempting use the wire it was noted that the wire was getting stuck in the middle. No patient complications were reported. It is unknown if/how the procedure was completed.